Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pretest, the foley catheter balloon swelled to one side at the ratio of 10:0. So, they discontinued the use. Per investigator's notification received on 15jan2025, it was reported that difficult to deflate found during sample evaluation associated to the syringe.

Manufacturer narrative:
The reported event was confirmed and an additional record has been created to investigate the difficulty to deflate the balloon associated to the returned syringe. Visual: received 1 all silicone foley catheter with syringe. Visually inspected the catheter and no physical defects were present. Inflated the balloon with the returned syringe and 10 ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and it inflated properly, however the balloon concentricity was asymmetrical 90:10 as compared to attachment 1 of tm0300903, rev 3. Attempted to deflate the balloon using the returned syringe but it did not deflate passively in under 5 minutes. Inflated and deflated the balloon with inhouse syringe and it deflated passively in under 5 minutes: 3 minutes and 3 seconds. He returned sample does not meet specification as per inspection procedure ip7603444 revision 0 which states: "balloon testing for symmetry must not exceed a ratio of 70:30 when measured from the side of the shaft." The difficulty to deflate noted is cascading from the asymmetrical balloon. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Correction: d, e, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pretest, the foley catheter balloon swelled to one side at the ratio of 10:0. So, they discontinued the use. Per investigator's notification received on 15jan2025, it was reported that difficult to deflate found during sample evaluation associated to the syringe.